Event description:
The customer reported this handpiece to be inoperable. There were no report of injury or surgical involvement related to this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem confirmed. Further investigation found the handpiece to have the potential to active on its own. A product history for the past 5 yrs shows one other problem related to this failure mode. Conmed linvatec will continue to monitor this product for failures.